Event description:
It was reported that the ilet charger would not charge the device when attempted, and the charging indicator behavior could not be recalled. Customer care provided support that included coordination of charger replacement logistics. Investigation of this case revealed a suspected charger malfunction preventing power transfer to the device. No reported adverse clinical effects reported during the event. Outcomes included no impact to health and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction of the charging component.